Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was report was received from the clinical study database that the patient was admitted on (B)(6) 2017 for further evaluation of fatigue, shortness of breath, one-week history of dark stools, and positive fecal occult blood test. The patient received a protonix bolus and a 250 cc bolus of normal saline. He was then initiated on protonix infusion. Gastroenterology consult recommended an endoscopy. The patient's hemoglobin was 6.4 g/dl. The patient was subsequently administered one unit of packed red blood cells (prbcs) on (B)(6) 2017 and one unit on (B)(6) 2017 to increase hemoglobin to 8.3 g/dl. The patient was taken for an esophagogastroduodenoscopy (egd) on (B)(6) 2017 where a small, non-bleeding arteriovenous malformation (avm) was identified and treated with thermal therapy. The patient's warfarin was stopped on (B)(6) 2017 and aspirin was stopped on (B)(6) 2017.  The patient was on coumadin 2.5-5.0 mg by mouth daily as directed by anticoagulation. The patient was discharged in stable condition on (B)(6) 2017. The event was reported to have resolved at the time of discharge. The primary investigator deemed the event as related to patient condition and unrelated to the device or implant procedure. No further information has been provided.